Manufacturer narrative:
The olympus local service department checked the subject device and found that the reported phenomenon could not duplicated. The subject device was returned to the user, but the subject device returned again to the olympus local service department for further inspection. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a procedure of fistula and trans-urethral resection in saline with subject device, abnormal noise was generated from the subject device. The user completed the procedure by using the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.